Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after being implanted with the implantable cardiac monitor (icm), the patient experienced redness and a suspected infection at the implant site. It was further reported that the device "came out on it's own". The icm is no longer in use and was replaced. No further patient complications have been reported as a result of this event.